Manufacturer narrative:
Argus case (B)(4).

Event description:
Bristles in the throat [foreign body in throat]. Swallowed bristles [foreign body ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (parodontax complete protection) toothbrush for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started parodontax complete protection at an unknown dose and frequency. On an unknown date, an unknown time after starting parodontax complete protection, the patient experienced foreign body in throat (serious criteria gsk medically significant), foreign body ingestion and product complaint. The action taken with parodontax complete protection was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body ingestion and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and foreign body ingestion to be related to parodontax complete protection. Additional details: the patient used paradontax toothbrush and stated that it always had loose bristles. Bristles were in the throat. The patient had swallowed the bristles. But he was doing well. The packaging was no longer available. He had sent a photo and kept the toothbrush. Follow up information received on 08 sep 2020 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for unknown lot number. Qa analysis revealed the complaint to be inconclusive. It was always better to have complaint sample, so that investigation can be done properly, to find the root cause. So site categorized this complaint as inconclusive. The report would be updated, as and when further information is provided to the manufacturing site.

Manufacturer narrative:
Argus case : (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (parodontax complete protection) toothbrush for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started parodontax complete protection at an unknown dose and frequency. On an unknown date, an unknown time after starting parodontax complete protection, the patient experienced foreign body in throat (serious criteria gsk medically significant), foreign body ingestion and product complaint. The action taken with parodontax complete protection was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body ingestion and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and foreign body ingestion to be related to parodontax complete protection. Additional details: the patient used paradontax toothbrush and stated that it always had loose bristles. Bristles were in the throat. The patient had swallowed the bristles. But he was doing well. The packaging was no longer available. He had sent a photo and kept the toothbrush. Follow up information received on 08 sep 2020 from quality assurance (qa) department regarding complaint 00991757 (issue number) for unknown lot number. Qa analysis revealed the complaint to be inconclusive. It was always better to have complaint sample, so that investigation can be done properly, to find the root cause. So site categorized this complaint as inconclusive. The report would be updated, as and when further information is provided to the manufacturing site. Follow up information was received on 06 nov 2020 by consumer. Patient used paradontax toothbrush daily. Bristles were dissolved directly (single). There were no any symptoms after usage. Patient experienced toothbrush bristles in throat multiple times/ minimum 8 time. Swallowing of toothbrush bristles also 8 times. It happened multiple times because it was hard to realize due to very thin bristles. Bought product twice. The product was been used again at later point of time and observed the same again. Patient did not use any other products simultaneously. There were no any acute/chronic primary diseases or risk factors. Patient want a refund request and did not see the doctor. On an unknown date, the patient started parodontax complete protection at an unknown dose once daily. Parodontax complete protection was interrupted (dechallenge was unknown).